Event description:
Report received of an undocumented number of tubing "ruptures" during power injection. The reporter stated that the pts required CT scans for pulmonary emboli studies. The pts each had peripheral IV access with either an 18 or 20 gauge angiocatheter. The extension sets were connected to the angiocatheter and the power injector tubing was connected to the extension set. The power injector was set to inject 100 cc of the contrast, isovue at 3cc/sec. It was reported that after injecting approximately 30cc of contrast, the tubing sets would "rupture" approximately 1 inch above the angiocatheter. The reporter stated that in some instances, an unspecified amount of bleed back occurred and the contrast srayed into the faces and hair of the pts. The reproter stated that the pts would then be checked to see if any of the contrast was received. It was reported that the scans may or may not have been completed with add'l contrast being injected. There was no reported pt harm or adverse pt effects. Although requested, no add'l info was available.